Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf alleges fracture (component). It was indicated in the ppf and sticker sheets that cup, liner, screw, head , sleeve and stem were revised on(B)(6) 2011. Doi: (liner, cup, screw): (B)(6) 2008. Doi: (head, stem, sleeve): (B)(6) 2009. Dor: (B)(6) 2011, (right hip). Insufficient information has been provided to determine which implant has fractured. At this time, the srom stem has been reported to capture the fracture event. If / when additional information is provided, a follow-up medwatch submission will be sent.